Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they thought the shoulder and right arm issues were from the therapeutic ultrasound therapy they were getting twice a week.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller was having trouble with the arm that is next to the stimulator. Caller stated she had numbness down the arm and neck issues. Caller states the whole muscle where the simulator is placed is "so inflamed and sore". The patient has recently had medical test or emi environmental exposure. They state that their physical therapist has been doing therapeutic ultrasounds and using an tens unit. No further complications were reported or anticipated with this event.